Event description:
Reporting status: death. Reporting rationale: stent implant remains in patient; cardiac arrest requiring intervention; subsequent death. Device issue: stent dislodgement. It was reported that after placing two xience stents in the rca, an attempt was made to direct stent the 2.75 x 15 xience stent in the lad. The stent was unable to pass a "knuckle" curve in the lad so an attempt was made to remove the stent delivery system (sds), but resistance was met at the guide catheter. The device was given a small tug at which time the stent dislodged. Approx two hours were spent attempting to snare the stent, but the patient went into cardiac arrest. CPR was unsuccessful and the patient died. An autopsy will be performed. No additional event or patient information is available at this time.